Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation,the right atrial lead exhibited noise episodes. No intervention was performed.the patient was stable and would continue to be monitored.